Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned

Event description:
It was reported that multiple cartridges did not fit onto the pump. Reportedly, there was two o-rings from a previous cartridge on the pneumatic tap. Customer's blood glucose level was 100 mg/dl. Tandem technical support was unable to obtain additional information.